Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patella cutting guide was found to be broken in spd.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not confirm the reported breakage; however, the patella holder assembly component is missing. A search of the complaint database against product code 865034 did not reveal any trend of missing/disassembled patella holder assemblies. The investigation could not draw any conclusions about the reported breakage without the patella holder assembly component to examine. Based on the inability to determine a root cause and the low frequency of reports related to the patella holder assembly component, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.